Event description:
The customer used the device to check their blood glucose and obtained results of hi. Customer contacted their doctor and was advised to dose more insulin. Customer did so and began to feel ill and had to call an ambulance. Their device read 332 mg/dl and when the emts arrived their meter was 40 mg/dl. They gave customer an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation. The test strips were not properly capped as instructed in the labeling.